Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer used lyumjuv insulin. Tandem technical support educated the customer on cartridge/insulin labeling. Customer's blood glucose level was approximately 200-300 mg/dl. The customer changed the cartridge and was able to successfully resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.